Event description:
It was reported that the procedure was to treat a mildly tortuous and heavily calcified mid left anterior descending artery. A 3.5 x 12 mm xience v stent delivery system (sds) was advanced through the anatomy and after several attempts the sds would not cross the lesion. When the sds was inserted deeply, another attempt was made to cross the lesion; however, the stent implant moved on the balloon. So the stent implant would not dislodge, it was implanted near the proximal part of the lesion with the distal end of the stent covering a small portion of the lesion. Another 3.5 x 12 mm xience v stent was successfully implanted to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction. The device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.